Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-13997mf multifire fastpass scorpion had an issue. When using the shoulder multifire fastpass scorpion in a case, the upper jaw, even when closed all the way, was lifting up. This caused the needle to miss the jaw and not be able to pass the suture. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On (B)(6) 2023, the sales representative provided additional information via email: this occurred during an arthroscopic rotator cuff repair procedure. The issue was first noticed in the joint when passing the first suture of a speed bridge construct. The needle was missing the suture gate, and the locking mechanism seemed off, so they removed the scorpion from the joint. They tried to lock the jaw down and fire outside of the joint, and that was when they realized the jaw was loose and not staying locked correctly. The instrument did not break, and the needle was okay to use in a different scorpion. They opened a separate multi-fire scorpion and used the same needle to complete the case. The case was only impacted with a delay of under 15 minutes. The patient did not have any adverse outcomes or issues due to the instrument malfunction during the case.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.